Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 627 mg/dl. A correction bolus was delivered to address bg level. Reportedly, the customer continued to use pump for insulin therapy.